Event description:
It was reported surgical intervention was undertaken on (B)(6) 2014. The initial lead caused uncomfortable eye twitching with stimulation and as a result a new lead was added inferior to the original location. The physician electively replaced the ipg during this time. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.